Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
On january 24, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings and stated that they were no longer wearing the system. Review of data available in the data management system showed no active system use since january 5, 2026. The only calibration recorded occurred on january 5, 2026, which corresponded to the first calibration following return of the system to the initialization phase. Because the user had discontinued use of the system and declined further troubleshooting, no additional investigation could be completed. At the user's request, a senseonics territory manager was notified to assist with coordination of sensor removal.